Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure the lens rotated. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Additional data. B5: the lens was repositioned and the problem was resolved. H6: work order search: no similar complaint was reported for units within the same lot. H11: decentration/subluxation is identified in the labeling as a known potential adverse event following icl implantation. Corrected data. D2: common device name: phakic toric intraocular lens; product code: qcb (B)(4).

Manufacturer narrative:
B5: the lens was repositioned in (B)(6) 2024. The lens remains implanted. Claim # (B)(4).